Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is in process.

Event description:
It was reported that a ventilator was intermittently power cycling on and off. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The operating system was upgraded as a precaution. The reported malfunction could not be duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.